Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low, fluctuating voltages on the black power lead was confirmed via the submitted log file. The reported event of difficulty connecting the controller power cables to the corresponding power source connector was not confirmed as no product was returned for evaluation. The submitted controller event log file contained data spanning 3 days ((B)(6) 2024 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms on (B)(6) 2024 from 12:05:24 to 12:09:28 due to the relative state of charge (rsoc) voltage on the black power cable dropping while connected to the mobile power unit (mpu). The alarms resolved due to the voltage returning to its appropriate level. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information (including what troubleshooting steps were done, if any equipment was exchanged, and if any equipment would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿guidelines for power cable connectors¿ provide guidelines for connecting and disconnecting the power cable connectors. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate 3 lvas. This section explains how to connect the system controller power cables to the corresponding power sources, including the mobile power unit (mpu). Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer had difficulty making power connections. The patient kept having a connectivity error regardless of their mobile power unit (mpu) or battery. Log files were submitted for evaluation and indicated a few power source changes were made during this history. Most seemed to be routine and appeared as disconnections from one power source followed by a reconnection to another. There was a period of what appeared to be a poor connection at around 12:05 today. These events appeared to be show expected voltage across the black power lead (14.7 v) associated with a low, fluctuating relative state of charge (r.s.o.c) value. This was the voltage signal data. It was suggested to inspect the system controller power lead connectors for damage or unusual wear and to carefully inspect the threading and the ¿half-moon¿ connector inside. If any obstructions or damage was found or the problem persisted, a system controller exchange would be considered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.